Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending by lot, concomitant product evaluation, visual analysis and system risk analysis (sra). The DHR was not reviewed as the lot number was not available. Trending by lot number could not be performed as the lot number was not available. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. The concomitant product was evaluated and resolved over the phone by completing a master reset of the unit. It is unknown whether or not the reset is related to the complaint issue. There is insufficient information to determine an assignable cause. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202.

Event description:
A customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterrad® 100s cycle. The affected load was reprocessed. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly.